Event description:
Plate was implanted 5/1/96, at this facility. Nonunion/malunion. Lt distal mid femur fracture just at level of total hip athroplasty. Delayed healing mid shaft femur fractures, post open reduction internal fixation. 9/19/96, complex open reduction internal fixation with track custom fracture plate with multiple wires and screws. Another co's bonegraft added with bone grafting as well as one femoral allograft head removal deep hardware, multiple wires and plates. The old plate was broken.